Event description:
It was reported that the patient recently complained of pain and the physician cleaned out the gutters and areas that needed to be improved and took out the size 8 poly and put in a size 11 poly. He performed an internal brostrom and used local bone graft to improve the surgical site.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.